Event description:
It was reported that a revision surgery was performed due to infection. No infection detected on clinical tests. The patient was placed on antibiotics due to wound issues. After review of post-op x-rays, the surgeon was very happy with positioning. Two months later, the patient developed a large medial wall lesion due to infection. Implants were subsequently removed. A spacer block is now insitu.